Event description:
Info received indicates the head section will not rise up.

Manufacturer narrative:
The technician found the head up valve was sticking. The technician replaced the valve to repair the bed.